Event description:
It was reported to philips that the video was not available on the flexvision monitor. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by moving the patient to other room to do the exam. The philips remote service engineer (rse) analyzed the system remotely and confirmed that video was not available on the flex vision monitor. Upon troubleshooting the rse instructed the customer to power off and on the flex vision monitor, which was not successful, so instructed to perform complete reboot of the system, which made the flex vision pc to power up. Later the biomed checked the system with technical support team and identified that flex monitor was going into sleep mode. They checked the screensaver timeout value which was 2 hours. To resolve the reported issue, the biomed changed the setting to the max time of 12 hours. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.